Event description:
The patient's pump had been interrogated following an MRI with recovery per the log. It was reported that the patient was doing well and receiving effective therapy. The pump delivered morphine.

Event description:
It was reported that a confirmed motor stall was noted in the pump event logs with no motor stall recovery recorded. The motor stall was caused by the patient having an MRI or other medical procedure. The patient was asymptomatic.

Manufacturer narrative:
Catheter model #: 8709sc, lot #: n207511010, implanted: (B)(6) 2010, explanted: unknown.